Event description:
It was reported that the patient was admitted to the hospital due to an adrenal crisis. The patient was unconscious. It was noted that the patient has had these episodes occasionally following a sickness or infection, but the cause of the current episode was unknown. The patient was in the intensive care unit (ICU) for 5 days. The pump was never filled with any medication because the patient was scheduled to have the pump filled the day she got sick. The patient was out of the ICU, but was still hospitalized. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received later from the healthcare provider indicated that the cause of the event was addison's disease; patient has severe addison's but not due to pump. The pump had saline in it. Signs and symptoms included confusion. The pump and catheter were reported as explanted. The event was noted to be serious injury/illness and ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: catheter (B)(4).

Manufacturer narrative:
(B)(4).